Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where infusion set fell off on 16-jun-2024 during use. Infusion set was used for 1 day. The blood glucose level was 160 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information was available.